Event description:
It was reported to philips that the device, after 9 successful shocks, stopped working and gave a red x in the ready for use indicator (rfu). The involved pt died. However the deputy chief stated the device behavior did not impact the pt outcome as they had been working on the pt in cardiac arrest for 25 minutes and the physician at the site had called the time to stop efforts. Another device was available for use, but the physician declined further efforts instead of using the other device.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted after philips obtains more information concerning this event.